Event description:
Customer reports back to back testing on the same meter while using the compact plus system with results of: 414mg/dl and 150mg/dl; 197mg/dl and 90mg/dl no quality control info was provided. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.